Event description:
The customer reported to olympus that the front panel of the video system center did not work. There were no reports of patient harm associated with this event. There was no delay in the procedure and it was completed with a similar device.

Manufacturer narrative:
Initial reporter name and address: address: (B)(6) shopping center. The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that there was liquid inside the product. It was also noted that the circuit board and wire malfunctioned. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the water invasion inside the device, the faulty printed circuit board, and the faulty wire could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the event (front panel of the video system center did not work) occurred during preparation for use of a diagnostic procedure. There was no delay to the procedure and there was no patient harm or consequence reported as a result of the event.